Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an unknown procedure. According to the complainant, the balloon was defective and broke. Attempts have been unsuccessful to obtain additional information. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "unknown".